Event description:
It was reported that during an unk procedure, the blade broke. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
The analysis results found that the device was received in good visual condition. The instrument was noted to have sticking issues during functional testing. However, no anomalies were noted with the clip formation. No conclusion could be reached as to what may have caused the reported event. Complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.